Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that insulin drips were not observed coming out the cleo® 90 infusion set tubing. According the report, the issue was observed during a system check of the patient's infusion pump. The patient reported that they had last used the reported device within the past one to two days. It was reported that at the time of device use, the patient's blood glucose was greater than 500 mg/dl and the patient had large ketones. According to the report, the incident was considered life threatening and the patient's blood glucose levels were monitored overnight. The suspected cause of the patient's high blood glucose was an issue with the infusion pump. To resolve their high blood glucose levels and ketones, the patient changed the cartridge on the infusion pump and began multiple daily injections of insulin. At the time of the report, the patient changed the infusion set tubing and preformed a fill tubing and drips were observed coming out from the end of the tubing. No damage was observed when the device package was initially opened. No injury to patient reported.